Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set's tubing was blocked due to which she experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2023, her boyfriend took her to the emergency room and was subsequently hospitalized due diabetic ketoacidosis. Her highest blood glucose level was over 700 mg/dl and had high ketone level which her healthcare professional did not assessed as dangerous or life threatening. Moreover, the infusion had been used for three days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information was available.